Event description:
The event is reported as: customer alleges: staples does not release staple easily making it extremely difficult to make satisfactory closure, questionable apposition and evertion of skin edges. No pt injury reported. Add'l info was requested.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to trend relating complaints.